Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 456 mg/dl at the time of the incident. The customer was treated with manual and bolus. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 456 mg/dl sensor glucose value from reported event 246 mg/dl at the time of the event. The customer was treated with insulin pump. The customer does not allege pump was under delivering. The customer was advised to monitor and change sensor if issue persists. The insulin pump and sensor will not be returned for analysis.